Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Caller successfully started their sensor session after resetting the pump, and there was no further display of the cgm error code.